Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the insert slide clamp alarm was determined to be an out of calibration slide clamp. To correct the condition, the slide clamp was recalibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced an insert slide clamp alarm. No additional information is available.